Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder almost every time there is an instant blood flash in porus filter chamber there is concern that the tube does not fill to recommended levels. This occurred on 200 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: when customer does a blood collection they almost every time get a instant blood flash in porus filter chamber. This happens almost on every blood collection. No leakage or blood flow to the holder. Customer are convinced that this effects the recommended fill volume in the tube. This case citrate tube. (Sku on the tube: 364305 lot: 9084781).

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder almost every time there is an instant blood flash in porus filter chamber there is concern that the tube does not fill to recommended levels. This occurred on 200 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: when customer does a blood collection they almost every time gets a instant blood flash in porus filter chamber. This happens almost on every blood collection. No leakage or blood flow to the holder. Customer are convinced that this effects the recommended fill volume in the tube. This case citrate tube.(sku on the tube: 364305 lot: 9084781. )

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and it was observed that the flash chamber was filled with blood. Additionally, evaluation & testing of the customer samples was performed and no issues with flow were observed. Flash was visible in the flash chambers, and all tubes filled as expected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.